Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred after use of the siremobil compact l system. Following a clinical procedure the system remained turned on for a period of time. Smoke was observed coming from the memoskop dvd device inside the monitor trolley causing the room to fill with smoke. There is no report of impact to the state of health of any patient or operator involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the defective cd drive does not indicate a system failure or malfunction and no non-conformity was identified. As no root cause could be identified, the manufacturer is not considering further actions resulting from this event.